Manufacturer narrative:
Heartsine's investigation determined the reported fault to be a failed pogo-pin. Upon receipt, it was observed that a pogo-pin would fall into its barrel upon rotation of the device. Measurements taken during the investigation confirmed the failure of the pogo-pin. The failure of the pogo-pin had resulted in an intermittent connection between the device and pad-pak leading to low battery faults. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device powers off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device powers off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.